Manufacturer narrative:
Reported event: -customer reported that the impaction platform broke in half. Device evaluation and results: -device evaluation was not performed and the shell impaction platform event was not confirmed. Device history review: -no device history could be completed as the product was not available for evaluation. Product was not received. CAPA (B)(4) has been initiated to address missing product. Complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the shell impaction platform. There have been no other events for the referenced lot number. Reference trend request for shell impaction platform-#860. Conclusions: - the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Quarterly trend #860. Device was not available for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the impaction platform broke in half. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the impaction platform broke in half. This did not negatively impact the case, the outcome was successful, and there was no harm to the patient.